Manufacturer narrative:
Received one device. Could not verify or duplicate the primary audible alarm. No alarms at power up. Alarm history seems to have been cleared. Testing the primary speaker produced the following values, 1-10, 2-20, 3-41, 4-85, 5-154. After replacing the primary speaker. The values are 1-12, 2-25, 3-52, 4-113, 5-174. Loaded standard 1a12 configuration. Device passes all functional tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a failure with the primary audible alarm speaker. The event happened upon power on.